Event description:
On 7/25/2022, it was reported by an arthrex employee via (B)(4) that an ar-9821 apollorf aspirating ablator lining that protects the shaft of the device, is worn. This was discovered during a knee arthroscopy and acl procedure on (B)(6) 2022. The device did not fail during the procedure, however, because of the lining being worn out and the risk of leaving residue inside the patient, another ablator was used to complete the case.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed based on the customer provided photo, which displays the shaft of the ablator peeling. However, without return of the device for physical evaluation, the most likely cause of the reported failure is wear and tear.